Event description:
Received notification from distributor in germany, there are times when screws are breaking while being implanted, and part of the screw remains in the patient. This is reported to have happened with screws 5mm and 7mm in length. The number of cases and details regarding the cases has not been obtained.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. Also see 1032347-2008-0052 for the 5mm screws reported.